Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had rod lense broke. The issue was found, during a service/maintenance (not in a clinical setting). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was "blurred image of optical system of telescope, because of broken lens". Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.